Manufacturer narrative:
Analysis summary: the reported limb detachment was confirmed; however, the exact cause could not be determined from the limited films returned. The anatomy at implant and earlier post-implant CT¿s were not available for return, and a comprehensive assessment of the patient¿s anatomy could not be performed. Additional films from the detachment event and the intervention were also not provided. It is possible that morphology changes leading to angulation of the limbs may have contributed. The junctional separation appeared to have occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. Insufficient stent graft overlap length at implant may have also contributed to the detachment. Additional information. It was confirmed that the aneurysm size was 60mm. The cause of limb separation as per the physician has been confirmed as likely related to the patient having a tortuous aorta. It also reported that the stent grafts probably weren't overlapped enough at the index procedure which may have contributed to the separation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e nlw1616c93e, serial/lot #: (B)(4), ubd: 22-sep-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 mm diameter abdominal aortic aneurysm. It was reported that during a follow up CT approximately 9 years post implant, it was noted that there was a separation endoleak between the endurant limbs. An additional limb was implanted on the same day to resolve the separation endoleak. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.